Event description:
The customer observed the following discrepant architect c8000 sodium results on a patient sample: 132 mmol/l , 162 mmol/l. The customer considers the result from the first sample to be correct. The result from the second sample was not reported out of the laboratory. No impact to patient management was reported.